Manufacturer narrative:
H3: a syringe was used to inflate the cuff with 15cc of air, and the cuff deflated immediately. There was a 0.04¿ jagged puncture in the approximate center of the cuff surrounded by biological contaminants nearly aligned with the distal bevel, which would have resulted in the reported event. The user product information and instructions directs the user to test the cuff for leakage with 15cc to 20cc of air during preparation which would have detected a leak ¿if¿ present during preparation (prior to contact with the patient). There was no evidence to support improper manufacturing and therefore has been ruled out as a likely cause. The evidence and information most likely indicate inadvertent damage during handling or intubation. H6: additional information suggest that fdm b21 , fdr c21 and fdc d16 are no longer applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this  report.  A follow-up report will be submitted when analysis is complete h6: additional information suggest that fdm 17, fdr c20and fdc d14 are no longer applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up it was reported that it was unknown if the issue was evident when trying to inflate the cuff to establish the airway during the intubation process. There was no procedure delay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional intra op that when the device was in placed and tried to inflate the balloon and it would not inflate and believed the valve was defective. A back up et tube was opened and worked as expected. The procedure was completed with backup product(s) with 10 minutes delay. There was no patient impact. Upon follow up it was stated that it never inflated while in the patient, so no airway was established.